Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #. Additional information: g4: combination product, h3, h6 and h11. H11: the device was received for evaluation. During functional testing, the reported problem "error code 345" was not reproduced. A review of the event history log revealed "ec345 (system error code 345)" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream sensor out of specification due to faulty force sensor. The force sensor requires to replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.